Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for top assembly batch 6912785 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause cannot be determined.

Event description:
Arrive2 clinical trail. It was reported that post index procedure, the patient died. The index procedure treated a de novo lesion in the proximal right coronary artery (rca). The lesion was 3 .5 mm wide, 10 mm long and 75% stenosed. There was moderate calcification and severe tortuosity. The physician predilated the lesion prior to placing a 3 .5 x 12 mm taxus express2 stent. Residual stenosis was 0%. The patient received angiomax, aspirin and plavix during the procedure. The patient was discharged one day later on aspirin and plavix. Four hundred and one days post index procedure, the patient expired. Per the clinical trail site coordinator, the death certificate is not available. In the opinion of the physician, there is an unknown relationship between the death and the taxus express2 stent.